Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted with resetting the pump, resulting in no recurrence of the malfunction code. The customer was advised to continue using the pump and to contact support if any further issues arise.